Event description:
Customer reported disconnection at point between white syringe connector and body of line. The set disconnect occurred when removing from the pump and no torque occurred. Set was connected to 60ml syringe, possibly lipids infusion, but not confirmed. No problems with air-in-line (ail) alarms or ail noted. No patient harm reported. No additional information was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of a disconnect at the white syringe connection was confirmed. The disconnect was observed to be between the white spike and the upper fitment. The cause of the disconnection was identified as insufficient solvent applied at this engagement during the manufacturing process. The lot number was not identified, therefore, lot history record review could not be performed.